Manufacturer narrative:
Initial.

Event description:
It was reported that the user called for assistance with an infusion set supply change while using the ilet system and experienced a low glucose event after a prior elevated reading; insulin dosing had stopped about two hours before the low, the user took oral glucose tablets, and troubleshooting and education were completed. Symptoms included hypoglycemia with confusion and vision disturbance. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.